Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Missed to update the imf - f05 in initial report, updated now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the drill was plugged in and the irrigation and cooling tubing were properly set up. After a minute of drilling, the top portion of the drill was overheating. The clinical team put the drill aside for it to cool down and tried again and experienced the same issue. The surgery could not be completed. The event has resulted in a procedure delay. There was no injury to the patient.it was further stated that overheating at the top of the drill occurred within the first minute. The heat then radiated to the motor portion. Tested the drill and can confirm that the top of the drill overheated in less than a minute. Procedure was completed with backup device. Device being run at 80,000 rpm. Device being run at forward motion. Irrigation was being used, 15-25cc/min.